Event description:
During follow-up, a loss of capture, increased pacing impedance and increased sensing were observed on the right ventricular (rv) lead. Fluoroscopy imaging was performed and revealed rv lead dislodgement. The event was temporarily resolved by reprogramming a higher output for the lead. Rv lead revision is anticipated to be performed in the future to resolve the event. The patient was in stable condition.